Event description:
Related manufacturer reference number: 2017865-2022-12026. It was reported that the patient presented for in-clinic follow-up. A device interrogation revealed over-sensed noise exhibited by the right ventricular (rv) lead and reduced right atrial lead sensing. The patient was scheduled for lead extraction and fluoroscopy confirmed that the rv lead was fractured due to clavicular crush. Both leads were explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of device sensing problem was not confirmed. As received, a complete lead was returned in two pieces. Electrical tests and x-ray examination had not found any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.